Manufacturer narrative:
Concomitant medical products: 694965 lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was observed to have oversensing of noise on atrial tachycardia (at)/atrial fibrillation (af) episodes. The lead remains in use. No patient complications have been reported as a result of this event.